Event description:
A customer contacted beckman coulter inc. (Bec) to report a leak from the glucose modular (glum) after installing a new glucose accusense on the unicel dxc 800p synchron chemistry analyzer. The customer replaced the electrode 1 and 2 when a dents was noted on both. No reports of injury or exposure were noted.

Manufacturer narrative:
The customer found 2 dents on the face of the electrode. Service was not dispatched. The customer was sent a replacement to resolve the leaking issue.